Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced anterior chamber acute recurrent iritis, as per surgeon the event caused by mechanical breakdown of iol. The patient had a history of macular degeneration-dry, epi-retinal membrane, non-proliferative diabetic retinopathy and primary open angle glaucoma. The iol was removed in a secondary procedure. The patient issue was resolved, and the patient was not hospitalized. Additional information has been received stated that patient left aphakic and no iol was inserted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the gusset area and returned loose in the gauze. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).